Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported: ¿order number (B)(4). The texium tip on one of the doxorubicin syringes was leaking. This was noticed after most of the doxo had been pushed, and only 7 ml remained. Pharmacy drew up a new syringe with 7 ml of doxorubicin to complete the patient's dose for the day, and discarded the drug remaining in the faulty syringe.¿

Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.